Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was 120 mg/dl. The troubleshooting was performed and display did not returned. The customer stated that contact on the battery cap was neither damaged nor corroded and the spring was not damaged. The device will be returned for the analysis.